Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: has filed a product concern regarding tubing mfg #: 2426-0007, lot #: (10)22119288, event date: (B)(6) 2023, concern: while priming tubing found what they thought was a bug in the tubing (not a bug may be a piece of burnt plastic). It was discovered while priming so it was not hung on the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-mar-2023. H6: investigation summary a complaint of foreign matter being found inside a set was received from the customer. One sample and a tube with the foreign matter was received from the customer. The foreign matter was seen in a tube with saline. The sample was ftir tested and was found to be a match for 2,2-dimethyl-1,3-cyclopentanedione and methyl ester of rosin, a plasticizer. A device history record review for model 2426-0007 lot number 22119288 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. After the investigation, the potential cause was identified to be related to the extrusion process. The contamination inside the tubing was identified as burned resin used during manufacturing.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: _____ has filed a product concern regarding tubing mfg # 2426-0007, lot # (10)22119288, date 2/20/2023, concern: while priming tubing found what they thought was a bug in the tubing (not a bug may be a piece of burnt plastic). It was discovered while priming so it was not hung on the patient.